Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/01/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2016 with the following findings: during investigation, a review of the pump black box history showed ¿eeprom checksum error¿ call service alarm. During testing, the pump performed the prime steps successfully and the pump was exercised for 24 hours on a 1 u/hour basal rate with no call service alarms occurring. The pump was opened and no intermittent conditions were found on the printed circuit board. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. (B)(4).